Manufacturer narrative:
This lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited out of range pacing impedance measurements greater than 3000 ohms. The company representative informed the patient about the condition of her current ICD system and discussed the available options, including extraction and replacement. A clinical follow up was scheduled in six months to evaluate and determine the next steps. At this time, the ICD and ra lead remain in service. No adverse patient effects have been reported.